Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic 34 mm valve, the valve was too deep resulting in moderate paravalvular leak (pvl). A second 29 mm valve was implanted valve-in-valve to increase the radial force higher on the frame, where the native annulus was located. No pvl was present after the second valve was placed and no adverse patient effects were reported.